Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad was peeling and there was a tear along the up and down buttons. The contrast button contact was missing from the pump. Contamination was found on the remaining button contacts. Additionally, the battery compartment was found to be cracked above and below the bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and there was contamination on the button contacts. This report is made based on results of investigation completed on (B)(6) 2015.